Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated "high drive pressure" and "electrical test failure code #52" (drive transducer offset failure) alarms. The customer rebooted the iabp and the "electrical test failure code #52" was displayed again. They recycled power again, but the iabp generated "low vacuum" and "system failure" alarms. After another recycle, etf 52 was displayed again. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
This event is under investigation. A supplemental medwatch will be submitted when our investigation is completed. (B)(4).